Event description:
It was reported that the patient's device "spun around" in the pocket and the lead was fractured. The ipg was not depleted but the patient elected to have it replaced along with the lead and extension. Further info is being requested from the hcp.